Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via a phone call, of being hospitalized due to low blood glucose of 46mg/dl on (B)(6) 2016. Customer stated was incoherent and fell down the stairs and then was admitted into the hospital. Customer is unsure what may have caused the issues as sometimes she might be high. Customer mentioned that she ate food and treated with insulin. Her primary health care provider has changed the settings on the device and doctor does not think customer is not managing her blood glucose correctly.  Customer was treated with an IV. Customer was wearing the insulin pump at the time of the hospitalization. Troubleshooting wasn't performed as the insulin pump was dropped at the hospital and the battery cap was damaged. The insulin pump will not be return for analysis.